Event description:
The customer reported that they were getting a bad iris pot error message intermittently. When the message appeared, they rebooted the system and the message went away.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the defective high voltage cable and iris potentiometer. He performed a collimator iris calibration as needed.